Event description:
Healthcare professional reported that approximately 76 months post implant the valve was replaced due to primary tissue failure. The valve was not returned for analysis however a pathology report was provided with the report.